Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started to urinate back on themselves in their sleep. The caller noted they believed the patient was implanted for both bladder and bowel, and the trial worked well. The caller stated they were very pleased with the device, the patient¿s healthcare provider helped them a whole lot more with their device. The caller reported they started at 0.4v and increased stimulation to 0.7v the week before and it helped them, but the night before last was when they started noticing it was not helping at nighttime. It was reviewed to continue increasing stimulation to see if it helped with better results, or discuss a program change with the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient¿s loss of therapy had been resolved by increasing stimulation, and later reported that it was almost resolved. The patient continued that they were going to re-program the implant on (B)(6) 2018. The patient reported that the circumstances that led to the loss of therapy were that the stimulation was not high enough. No further complications were reported.